Manufacturer narrative:
Street name: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon at a dose of 57 mcg/day via an implantable infusion pump. The indication for use was ossification of posterior longitudinal ligament. It was reported that on (B)(6) 2020 there was a hole in the patient's pump pocket and the pump was exposed. It was noted that there was no infection but the pump system was to be removed and re-implantation would be considered after the open part closed. The attending physician's assessment was the pump pocket had been rubbed and a hole was opened. The daily dose was reduced and removal was scheduled for the future. It was indicated that the classification of the severity of the event was "serious." At the time of the initial report the outcome was unrecovered. The causality of the event was indicated to not be related to the drug, device system, or the surgical procedure. On 2020-oct-09 additional information was provided as the distributor met with the attending physician and the situation was confirmed. It was noted that the patient had visited the hospital in september and a refill was performed, but there were no particular abnormalities at that time. The patient was hospitalized and the dose was reduced from 57 to 46 to 36 mcg/day and the removal was scheduled for (B)(6) 2020. It was noted no particular deterioration of spasticity due to dose reduction was observed. On 2020-oct-20 additional information received confirmed the pump system was explanted on (B)(6) 2020 as scheduled. It was noted that the pocket was sutured after debridement was performed. In addition, the outcome was indicated to be recovered as of that date. No further complications were reported or anticipated.